Event description:
Kinked catheter tip wire reinforced area is "crimping".

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) cannula. Multiple indentations were identified along entire wire reinforced section of cannula body. Customer also returned (13) sealed units from same reported model and lot number. No visible damages were observed from the sealed units.